Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, the nurse attempted to put the device together and the port that is coated red; the male piece does not fit into the female piece therefore could not get fluid to fill the syringe or bakri balloon. The staff used a larger foley catheter and packing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.